Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 478 mg/dl and the customer had blurred vision. The customer's wife assisted the customer during the day and insulin injections were used to address the high bg level. The customer was to use insulin injections to manage diabetes.